Event description:
It was reported an issue with novosyn quick suture. The client reported that he connection between the needle and thread of this suture product frequently breaks. He has used this product for many years and does not seem to have this problem with any other in the novosyn quick range (even with smaller thread sizes). He recently had to open 4 sutures for an operation because the thread came loose from the needle, when he normally only uses one suture. The surgeon mentioned that the needle came loose after the first pass through the tissue, which concerns him. It does not affect the patient's health and does not require medical intervention. The surgeon needs to open more sutures and sometimes has to redo them. In the last month there have been ruptures in several patients, men and women of different ages and weights. The sutures are mostly used in plastic interventions and with small surgical incisions.

Manufacturer narrative:
Analysis and results: there is a previous complaint of this code-batch, regarding the same issue that was closed as not confirmed after the analysis (no samples were received). (B)(4) without closed and/or defective samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.